Event description:
It was reported that during implant, normal sensing, threshold and impedance were noted. After suturing the lead down and inserting the lead into the ICD header, high pacing lead impedance was detected. The lead also failed to pace at high output. The lead was removed from the header and retested using both the atrial and ventricular channels. Both channels gave high impedance values and no pacing at 10 volts. The lead was replaced and a new lead was implanted testing well with normal electrical measurements. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.